Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the mildly calcified right common femoral artery (rcfa) using the pre-close technique, via a 6f sheath, prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 14f and the tavr procedure was completed. The sutures of the two proglides were used to successfully achieve hemostasis. It was then noted from imaging that an occlusion had occurred as there was no blood flow "downstream". A balloon catheter was inserted from the small hole access site in the left common femoral artery to treat the occlusion. The occlusion was treated; however, the balloon catheter caused a dissection which was treated with a stent. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.